Event description:
The handpiece was returned to the manufacturer for service, and during the eval the battery began to overheat. There was no pt involvement at the manufacturer during this event. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the eval the battery began to overheat. Based on the investigation details, the likely cause was an insufficient spot weld on the main negative to the battery connection. The battery was scrapped.